Manufacturer narrative:
Device will not be returned. No eval will be performed. If the device or add'l info received, it will be submitted on a supplemental report.

Event description:
During the numelock tibial plate surgery, the surgeon tried to bend tibial plate by using numelock plate bender. However, the plate would not bend. Therefore, the surgeon bent the shaft part of tibial plate by using plate bender of synthes that the hosp owned. Afterwards, the surgeon assembled the drill guide to the locking screw hole of plate, and the ring of locking screw hole came off when the surgeon changed the angle of the drill guide. The surgeon assembled the ring that came off to the plate again and inserted the locking screw.